Event description:
A nurse reported that following implantation of an intraocular lens (iol) the lens was explanted due to the patient¿s reasons of hazy vision, starburst vision, headaches, swollen eyes, clinical reason for the explant lens decentered. The lens was replaced with another lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.2, a.3, b.3, b.5, b.6, b.7, d.9, d.10, e.4, h.3, h.6 and h.10. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating patient received a replacement lens, same mode different diopter.no patient harm was reported. Patient issues have been resolved. It was also indicated that, there was no quality issue with the lens that caused or contributed to the event indicating ¿medially decentered.¿ lens is available for return.

Manufacturer narrative:
The lens was returned in a plastic specimen cup. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. A large portion of the cut optic which included one haptic was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of an unspecified cartridge, with a non-qualified injector, and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided in the file that the "patient received a replacement lens, same mode different diopter. Surgical eye: right (od). No patient harm was reported. Patient issues have been resolved. It was also indicated that, there was no quality issue with the lens that caused or contributed to the event indicating ¿medially decentered.¿" the manufacturer internal reference number is: (B)(4).